Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 56-year-old female with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. During support, the automated impella controller (aic) alarmed "controller failure". The aic was switched out and was running properly. There was no patient harm.

Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. Product was returned for evaluation. The cause of the aic issue was a defective impellatronics board drawing too much current causing a lockout on the pbm.